Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 78", and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable. Analysis for reports of this type has not identified an increase in trend.